Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the monitoring board was found defective and needs to be replaced. The issue was decided to be reported as if technical error code indicating a power error occurs during ventilation, it may lead to stop of ventilation and audio-visual alarms will be generated. There was no patient harm. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).